Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The power supply was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log did not reveal any relevant system messages. A review of complaints for the last 24 months did indicate one additional similar report for this system. The root cause could not be conclusively determined. (B)(4).

Event description:
A customer reported the display went black during the I/a (irrigation/aspiration) portion of a case, following cataract removal. The staff was unable to reboot the system. The case was completed using an alternate system. There was no harm to the pt.